Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 125 and 97 mg/dl am fasting; customer stated the tests were performed that day one minute apart using different hands. The customer¿s expected am fasting blood glucose test result is <99 mg/dl. The customer reported symptoms of frequent urination and sweaty; medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 06/29/2024 and customer stated the test strips had been opened in (B)(6) 2023 (expired). The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. Customer stated that she was also concerned with high and erratic results obtained using this vial as well. During the call, a back to back blood test was performed by the customer am fasting and produced test results of 99 mg/dl and 107 mg/dl using true metrix meter. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: sweaty and frequent urination. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.